Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The fse reported that the system had precharge voltage errors and would not deliver x-rays. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death.